Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message was confirmed during initial functional testing and archive data review. To remedy the issue, the driveshaft was rotated back to the home position. The root cause for the ua45 error message was due to the driveshaft not being at home position, which is likely attributed to user error. In addition, the customer reported complaint of the damaged top cover was confirmed during the visual inspection. Noticed a crack and broken part on the top cover. The observed damage appeared to be the characteristic of harsh impact, likely caused by user mishandling such as a drop. The top cover was replaced to address the physical damage. Per the autopulse user guide instruction, to clear user advisory (ua) 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. During the visual inspection, a cracked front and bottom enclosures were noted. The observed physical damages were unrelated to the reported complaint and likely attributed to user mishandling such as a drop. The front and bottom enclosures were replaced to address the physical damage. During initial functional testing, the autopulse platform displayed user advisory (ua) 45 error message upon powering on. The archive data review showed the occurrence of the multiple user advisory (ua) 45 error messages on the reported complaint date. The driveshaft was rotated to the home position to clear the user advisory (ua) 45 error message. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical records were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During the device check, after the patient use, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message. The customer was unable to clear the error message. In addition, the customer noticed physical damage on the top cover of the platform near the battery bay and a crack on the side of the cover. No patient involvement.